Event description:
The customer reported that the system intermittently displayed a 'system error' error message. The workstation was fully functional but x-ray was disabled. There is no report of injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was replaced. The system was then found to be operating as intended.